Manufacturer narrative:
(B) (4) (fibromyalgia).

Event description:
The patient reported the pump medication used for refill was not "ordered in time" by the hcp on 2 occasions. This resulted in withdrawal episodes. The second episode, in (B) (6) 2009, the patient experienced seizure and was hospitalized. The patient also experienced 2 separate episodes of catheter disconnects from the pump pin. The patient believed the pump reduced pain symptoms by 40%. The patient experienced increased pain because the "doctor will not prescribe me oral pain medication." The patient took too many oral meds at one time but that was because the patient had a seizure. The patient has an appointment with the hcp on (B) (6)2010 to discuss medication. The pump delivered hydromorphone and bupivicaine. The patient received good pump therapy. It was later reported by the patient that he (the patient) was "lying and to disregard the previous report regarding his doctor and the care he received. The patient has been followed by the doctor for 10 yrs and the doctor was excellent. Additional information has been requested from the hcp, but was not available as of the date of this report.